Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope that appeared to corroborate with mode switches on their implantable pulse generator (ipg). It was further reported that the right atrial (ra) lead exhibited chronic low p waves, far field r-wave (ffrw) over-sensing and potential for under-sensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.